Manufacturer narrative:
Additional information was requested. However, no additional information was obtained. Based on quality assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported uncut area of treatment in the left eye. The uncut area lead to difficulties in lifting the flap. The flap was noted very thin and the edges of the cuts were not smooth. The treatment was able to be completed with no harm to the patient. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.